Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted, and investigation was based on document review. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Leak balloon could happen due to various reasons. However; in the absence of any sample returned and limited information available on this complaint, further investigation could not be conducted and therefore; complaint is not confirmed.

Event description:
The balloon deflated 30 minutes after placement. There was no patient injury.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. The returned sample was carefully removed from polybag and visually inspected. Visual examination was conducted and observed that the balloon had burst. However, there was no any other abnormalities or design irregularities observed on the returned sample other than burst balloon. Closer examination under high magnification lens (200x magnifications) using dino-lite revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear that lead to burst balloon. This appearance is likely due to the problems of solid residues in the bladder or urethra that will create resistant during insertion catheter such as encrustation stick on the catheter balloon or the balloon may be exposed or being in contact with sharp object. Other remarks: in our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch marks found near the burst area had initiated the tear that lead to the balloon burst. Burst balloon could have happened due to being in contact with sharp or pointed object such as encrustation or bladder stone that weaken the balloon membrane resulted the thin balloon membrane to burst. Therefore, this complaint could not be confirmed as stated.

Event description:
The balloon deflated 30 minutes after placement. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The balloon deflated 30 minutes after placement. There was no patient injury.